Event description:
It was reported that the collimator closed down and the system would not display a usable image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and the failure was traced to a faulty cpu battery which caused a loss of generator data (calibration files). The battery was replaced and the calibration files were reloaded. The system operates as intended.